Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. A direct correlation between the device and the reported right heart failure and regurgitation could not be conclusively established. The submitted controller event log file contained events on (B)(6)2025 from 02:26:18 to 09:31:33, per the timestamps. The log file contained several low flow alarms in the setting of elevated pi. The log file also captured several low flow fault flags that were not active long enough to activate the low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had been having many low flow alarms. A recent transesophageal echocardiogram (tee) showed severe tricuspid regurgitation. No other symptoms were noted. Log files were sent for review. The log file captured multiple low flow events on (B)(6) 2025. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. It was additionally reported that the patient had moderate tricuspid regurgitation prior to left ventricular assist device (lvad) implant, and lvad therapy worsened the regurgitation. Additionally, right heart failure did not exist prior to implant, but the patient did now have right heart failure. A low flow controller was requested and placed without incident due to right ventricular failure and severe tricuspid regurgitation. The patient was scheduled to have a transcatheter edge-to-edge repair of the tricuspid valve.